Event description:
The disposable loading unit was used with an instrument during a laparoscopic oopherectomy. Reportedly, the jaws would not open. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/17/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.